Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 11jul2024, the customer clarified that device was unsecure on the stand due to damaged mounting screws found by a field service engineer (fse). The customer stated that they did not know what parts were replaced to resolve the stand issue, but that the stand had been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not secure on the v60 stand. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with part information for the cpu tray cover, thumbwheel, and gray foot kit. The customer stated that they would order the replacement part required, and no further remote service was completed by the philips rse. This investigation is ongoing.